Event description:
A complaint was received from the purchasing agent. Only partial numbers are reading on the meter. They did not have any other info relative to the operation of the system or if any results were acted upon. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.